Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter complained of discrepant inr results from coaguchek xs meter serial number (B)(4). At 3:06 pm the initial result from the meter was 3.9 inr. The customer questioned the result. At 3:11 pm the result from the meter was 1.6 inr on a different hand. The customer questioned the different results. At 3:17 pm the result from the meter was 2.0 inr with a different finger on the same hand as the initial result. The customer and her physician were uncertain which result was correct. There was no allegation of an adverse event. There were no treatment or delay of treatments based on the results. The customer's condition was fine and normal. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The customer has had no changes in warfarin, no changes in diet, no illness, and no new medications. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.9 inr. Donor 1 hct: 43%, donor 2 hct: 40%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr, customer meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.9 inr, customer meter with customer strips: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The alleged result of 3.9inr was not found in the device memory.